Event description:
Medics used the device in AED mode of operation to treat a pt with an unspecified arrhythmia. The device rendered a shock decision. The device was used to deliver defibrillator therapy to the pt 4 times in succession. Reportedly, the device displayed connect electrodes and could no longer be used to perform an analysis of pt ECG as a result. No additional event information was reported. The pt was not resuscitated.